Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station screen was black and tried reboot but failed. The customer stated that this malfunction caused a delay to the patient care, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black. A field service engineer (fse) identified that all in one device would not power on during troubleshooting and investigation. Upon further inspection, it was found that the drawer controller pcb (printed circuit board) and drawer 3.2 were causing the failure. The fse replaced the drawer controller pcb and drawer 4.2, then verified proper operation of the drawer through hardware test application (hta) and hta self-test. The system functioned as intended after the field service engineer repaired the device.